Event description:
This registered nurse (rn) was passed along information in report that patient's gj tube was dislodged. Was told patient had increased agitation and movement early in the morning and rn entered into the room to administer medications and gj tube was dislodged. Rn paged team to the bedside and doctor came to the bedside to assess and placed orders. Showed malfunction of gj tube balloon. Patient to return to or to have gj tube replaced as this is a surgical procedure.